Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. When the analysis is complete, a follow up report will be sent.

Event description:
It was reported while using the catheter during an ablation procedure, the irrigation line broke. There were no consequences to the patient. The status of the patient was listed as stable.